Event description:
The customer reported that the device failed to charge during use. No adverse pt impact was reported. The biomed could not duplicate the symptom.

Manufacturer narrative:
The customer reported that the device failed to charge during use. No adverse pt impact was reported. The biomed could not duplicate the symptom. On 6/9/08 the device was evaluated at philips. The symptom could not be duplicated. The event file was reviewed by philips. The event file is consistent with one where the users were in an ep or cath lab and set up the device for possible delivery of therapy, but where they are using other monitoring equipment within the lab. There was no evidence of any charging during this event and no waveform to observe. There is no info that supports a malfunction occurred. The customer has not called back regarding this issue for this device. We are considering this a user error in operation and no malfunction of the device.